Manufacturer narrative:
No devices were returned to medtronic for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735788, serial/lot #: unk, if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart status was showing red and disconnected in self test- we did a shutdown and power cycled the system. Once we booted the system up the self test showed everything connecting normally. No patient, found during the planned maintenance (pm).